Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the carbon bridge to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous patient results for sodium (na) and chloride (cl) on the unicel dxc 800 pro synchron system. The erroneous results were reported outside of the lab. There was no change in patient treatment in association with this event.